Manufacturer narrative:
Additional information about weight has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked lcd window.

Event description:
Customers spouse reported via phone call that insulin pump had broken screen. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.